Manufacturer narrative:
Unfortunately, the product sample was not released from the hospital, therefore, we are unable to determine the exact cause for the reported issue. A review of the device history record and raw material history files did not identify any issues that may have contributed to this failure mode. All appropriate manufacturing personnel will be notified of this complaint failure mode to provide awareness of the failure.

Event description:
Bone marrow biopsy was being performed on a male patient for lesion on the right iliac crest. Procedure was being performed and the clinician inserted the needle approximately 2 cm and was not able to proceed. While attempting to remove the needle it broke, leaving a portion of the needle sticking out above the patient's skin. While attempting to remove the needle it broke again this time leaving the needle in the patient. Patient required a second surgical procedure under general anesthesis to remove the broken needle piece.